Event description:
Tested probe prior to insertion and ice quickly formed all the way down the shaft and over handle.

Manufacturer narrative:
No patient injury was reported. Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed.